Manufacturer narrative:
The returned lead was analyzed and based on normal segments resistance measurements, a passing hipot test and inspection that showed no conductor fractures. With all the available information, boston scientific concludes the reported event was not confirmed. The analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. Also, continuity testing passed which indicates conductors are intact. Moreover, visual inspection revealed no abnormalities.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to noise with no oversensing noted. No additional adverse patient effects were reported.